Event description:
It was reported that the patient had difficulty inflating and deflating the inflatable penile prosthesis (ipp) because the pump was moving extremely high in the scrotum directly under the penis. The incident caused the patient discomfort and not auto inflation. The entire ipp system was removed and replaced with a new one. The new device was tested and it fully functioned as expected. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.